Manufacturer narrative:
The device was been received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device was producing heat. The device was being used during surgery, but there were no injuries. It is unknown if there was any medical intervention or a delay in surgery. The date of the event is unknown. There was no additional information provided.